Event description:
During a follow-up in-clinic, an increase in capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and microdislodgement was confirmed. The device was reprogrammed to resolve event. The patient was stable.